Manufacturer narrative:
A review of the mfg records for the device(s) has been conducted. An engineering eval is being conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore dryseal sheath instructions for use (IFU) states: adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) Additionally, the IFU warns; careful eval of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring gore c3 delivery system. A gore dryseal sheath was used to track the endoprosthesis into the aorta to the approximate level of intended positioning. The physician reported that a lot force on the shaft of the delivery catheter was required to rotate the device into position for deployment. When the physician pulled back the sheath in preparation of deployment, a tear at the bifurcation of the common iliac artery and the hypogastric artery was discovered. The pt was converted to open repair and a vascutek gelsoft plus was implanted. The pt tolerated the procedure and the aneurysm was excluded. It was reported that the pt's iliac arteries were tortuous. The physician believes pt anatomy was a factor.